Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that patient faced an infusion set cannula crimped event on (B)(6) 2025. The event occurred on thethird day of use. The insertion site was belly. The infusion set was in use for three days. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6), patient country: switzerland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.